Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Robotic laparoscopic cholecystectomy - "bag was inserted to retrieve gallbladder and as they were trying to bring it through one of the lap sites, the entire bag ripped leaving the specimen to fall back in the patient. They had to use another bag to retrieve the specimen." Patient status - unknown.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.